Event description:
It was reported by the end user that about 7 to 8 out of 200 catheters in latest shipment will not drain. End user further reports removing the catheter and trying again without success. Catheter was removed and irrigated with water from faucet and catheter did not drain. End user tried again and states " it seemed like something popped open and the catheter drained". End user reports being aware of possibility of mucus plug but does not feel like this is the issue. The device was discarded.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. End user reports using this product to catheterize indiana pouch. End user was encouraged to notify convatec if this issues happens again and to save the catheter for return in which he stated he would. An investigation was performed that included a review of the assembly work order with no defects noted during inspection. A review of the complaint history for the past two years (2012-2013) did not reveal any sign of drainage issues for the red rubber catheters. This is the first complaint received for this product. A review of the complaint trend within year 2009 to ytd (B)(4) 2014 was performed with no defect trending observed. No complaint sample was provided to aid in the investigation. Based on the record review, no significant abnormalities were recorded for this product. No root cause was determined. No additional info has been provided to date. Should additional info become available, a follow-up report will be submitted. (B)(4).